Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v568151, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient fell on their battery a few months ago while in their garden and had increased symptoms since then. The health care provider (hcp) found contact 0 was affected and it required reprogramming around the affected lead using program 1 with case positive and 3 negative. Hopefully things would be stable when the patient came back in 2 months. The patient left the office feeling stimulation appropriately and they had not heard from the patient so they assumed they were getting benefit. The patient understood the therapy and how to use the programmer to adjust it if and when it was needed.